Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with discomfort. It was noted that unipolar and bipolar electrocardiograms showed atrial fibrillation, however no p wave was sensed and there was no capture at maximum output on the right atrial lead. Dislodgement was confirmed. The atrial lead was capped (B)(6) 2021 and replaced. The patient was stable.